Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm was noted. The pump was also received with a cracked case on the display window corners, a cracked lcd window on the top left corner, minor scratches on the lcd window, cracked reservoir tube window corners, a broken reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 428 mg/dl. No troubleshooting was done on high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.